Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr 3.0 x 20mm stent delivery system (sds) was returned for analysis. The crimped stent was deployed during the procedure and therefore not returned for with the device for analysis. The balloon cone & balloon main body were reviewed and the distal balloon cone appeared distorted as the distal end of the balloon was not fully deflated on return. The balloon wings were opened out from their folded positions. The balloon was subjected to positive pressure. The balloon inflated to nominal pressure 11atm and subsequently to rated burst pressure (rbp 16atm) with no restrictions noted. The balloon deflated within seconds with no issue. No issues were observed with the balloon wall and no evidence of necking at the proximal balloon bond location. A microscopic examination of the balloon identified no tears or holes in the balloon material. No issue with balloon profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issue. The bi-component bond showed no signs of damage or strain. Slight stretching was evident in inner wire lumen next to proximal marker band. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation failure occurred and catheter removal difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 20 synergy ii drug-eluting stent was implanted to treat the lesion. However, post stent deployment, the stent delivery balloon deflated very slow and eventually failed to complete its deflation. The physician attempted to pull the device through the guide catheter but a lot of resistance was encountered. Previous stents were implanted without any difficulties. The physician was able to remove the device over the guide wire and out of the guide catheter. Upon inspection, the balloon was noted to be compressed and stretched towards the tip of the catheter. The procedure was completed with no patient complications reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred and catheter removal difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 20 synergy ii drug-eluting stent was implanted to treat the lesion. However, post stent deployment, the stent delivery balloon deflated very slow and eventually failed to complete its deflation. The physician attempted to pull the device through the guide catheter but a lot of resistance was encountered. Previous stents were implanted without any difficulties. The physician was able to remove the device over the guide wire and out of the guide catheter. Upon inspection, the balloon was noted to be compressed and stretched towards the tip of the catheter. The procedure was completed with no patient complications reported and the patient's status was fine.